Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a percutaneous lead, on (B)(6) 2007. It was reported the pt experienced a loss of stimulation shortly after undergoing airport security's full body x-ray. A diagnostic test of the lead found unacceptable impedances on one of the contacts. Reprogramming was not able to restore stimulation. The pt is currently working with her physician to determine the next course of action. As the pt has recently been diagnosed with lyme's disease and will require future MRI testing, the lead will likely be explanted and not replaced. It is unk if the lead will be returned to the MFR for analysis after it is explanted. No pt complications were reported as a result of this event.